Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer's blood glucose was 11.6 mmol/l. Troubleshooting wasn't performed due to customer had resolved the issue with a complete set change. Customer stated the alarm occurred during manual prime. The cause of the alarm was not determined. Customer is returning the reservoir for analysis.